Event description:
It was reported to boston scientific corporation on november 02, 2021 that a hot axios stent was to be implanted for bile duct drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, it was noted that the tip was missing and therefore electrocautery could not be used. The detached tip was not found inside the patient or in the packaging. The physician attempted to create a puncture using an erbe vio 200 but this was not successful. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of tip detached. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received partially deployed; it was reported that the stent was removed fully covered by the sheath when removed from the patient and the stent was partially deployed outside the patient. The delivery system was returned in position "2". Visual examination of the returned device found the tip detached. Microscopic inspection was performed and the sheath was noted to be damaged (flattened). No other issues with the stent and delivery system were noted. The reported event of tip detached was confirmed via visual inspection. Taking all available information into consideration, the investigation concluded that the reported event of tip detached and the observed failure of sheath damaged may have been related to procedural and/or anatomical factors encountered during the procedure. It may be that the elevator position and/or the physician's technique when trying to create a puncture with the electrocautery tip, limited the performance of the device and contributed to the tip detachment and sheath damaged. Based on the reported event, the reported event likely occurred due to procedural factors; therefore, the most probable root cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted for bile duct drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, it was noted that the tip was missing and therefore electrocautery could not be used. The detached tip was not found inside the patient or in the packaging. The physician attempted to create a puncture using an erbe vio 200 but this was not successful. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event.